Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise. The thresholds and impedances were noted to have increased, but remained within normal limits. This lead was then repositioned and remains in service. No additional adverse patient effects were reported.